Event description:
A customer reported that their pump screen was dark and would not turn on, and that the quick bolus/wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. Technical support instructed the customer to keep the pump plugged into a power source to use the screen until a replacement pump arrived. Meanwhile, the customer planned to use multiple daily injections as a backup method to ensure continuous insulin delivery. The pump was out of warranty, but the customer expressed interest in obtaining an out-of-warranty loaner pump.